Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a frayed battery cap and leaking display. The blood glucose reading was 205 mg/dl. The customer stated that the display was not readable anymore. Nothing further reported.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, cracked case on the lcd window corners, minor scratches on lcd window, crack on the battery tube threads, crack on the reservoir tube lip, cracks on the belt clip slot, scratches on the reservoir tube window and scratches on the case.